Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have severe and ongoing complications from the aligners. They have had severe lockjaw. They have seen a dentist, ortho, oral surgeon, urgent care and the ER. Every professional they've seen agrees that the aligners pushed a tooth onto a nerve. Despite their efforts, there has been no improvement. They are concerned this may be a lifelong issue. It has affected their ability to eat, speak, and work.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.